Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h3, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was not determined. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the gastrointestinal videoscope air/water nozzle has foreign material. The issue occurred during preparation for use for a diagnostic esophagogastroduodenoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.